Event description:
As reported, 6 weeks post implantation of ventralight st mesh, the tsa metal detector goes off in the groin area. It is reported that the patient is experiencing a tiny bit of pain but as reported this may be unrelated.

Manufacturer narrative:
Based on the information provided, no conclusion can be made. The information provided is limited and as reported no additional information will be provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2023) is considered to be a best estimate based. Not returned.